Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
...

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis nurse identified a fluid leak following a patient¿s peritoneal dialysis therapy. The nurse reported the fluid leaking inside the cassette compartment when they were shutting the cycler down after the patient had completed treatment and left the clinic. The cause of the leak was unknown. The technical support representative advised the patient to discontinue use of the cycler. Cycler was replaced. Follow up with the peritoneal dialysis nurse confirmed the patient did not experience any complications as a result of the event. The patient was given prophylactic antibiotics, administered through an IV. The patient was training on the cycler, no treatments were reported missed. The cassette has been discarded.